Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received during an inguinal hernia repair, when trying to engage the handle on the device it did not fire. They attempted to fire the device on tissue and discovered the device did not fire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device loading unit was received partially applied. Functionally, the device was able to articulate and rotate properly. The tacks seated properly, but handle did not retract after firing. The leaf spring was loose on handle. The unit was opened as instructed by engineering and it was noted the leaf spring was detached and rolled. Additionally, the spring retainer was broken and had disengaged from the device. Root cause of the reported condition is due to an excessive amount of adhesive being applied to the spring retainer during the assembly process and a process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an inguinal hernia repair, when opening the package of the device, found a small piece of plastic. It is still in the package and might be something that had fallen off of the device. When trying to engage the handle on the device it did not fire. They attempted to fire the device on tissue and discovered the device did not fire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: when opening the package of the device, found a small piece of plastic. It was still in the package and might have been something that had fallen off of the device. The device did not work, it did not fire.